Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported that she had digestion issues following harvoni program (B)(6) medication for 84 days. Patient started taking medication on (B)(6) 2015 to (B)(6) 2016. She has been diagnosed with clostridium difficile colitis, diverticulitis since onset of digestion and incontinence issues. She has been seen in the emergency room several times for dehydration that was treated with IV fluids and the medication flagyl. It was indicated that she was not moving at all. Patient was eating a b.r.a.t diet of jello, soup, yogurts and fluid but she still had severe incontinence. She lost 50 pounds in three months. She experienced following symptoms: abdominal pain, dehydration, incontinence no matter what she eats. The change in symptom was considered sudden.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.